Event description:
The pump was returned for investigation. Investigation revealed battery compartment damage, evidence of corrosion, and a damaged battery cap. This report is made based on results of investigation completed on (B)(6) 2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2013 with the following findings: investigation revealed a battery compartment crack. Evidence of corrosion was found in the compartment. Additionally, the battery cap and battery compartment had stripped threads and the cap would not tighten on to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.